Event description:
It was reported to nova biomedical that a consumer received a result of 300 mg/dl on their blood glucose meter. The consumer administered an unk amount of insulin and subsequently experienced a hypoglycemic event which did not require any medical or food intervention. During the call to customer support, it was revealed that the consumer has never performed a control solution test on test strips to check their integrity before use as instructed in our directions for use. The consumer was educated on these directions for use at the time of call. The meter and test strips will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.